Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks for what appeared to be supraventricular tachycardia (svt). Therapy was exhausted. The health care professional (hcp) reported the patient's medication was changed prior to this episode due to a non-device related condition, which may account for the observed rhythm. The patient was admitted to the hospital following the delivered shocks. No additional adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) reviewed and discussed the episode. Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient again received numerous inappropriate shocks resulting in therapy exhaustion. The patient's medication was adjusted which resolved the previously reported inappropriate therapy. Boston scientific technical services (ts) reviewed the episodes and discussed detection enhancements. The health care professional (hcp) planned to increase the rate cut off and reprogram to a single zone. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.